Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly and no unexpected rewind anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's parent that the insulin pump alarmed with a compromised force sensor system. The customer's blood glucose level was 300 mg/dl at the time of the incident. Customer stated drive support cap appears normal. Customer was advised to discontinue use of the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.